Manufacturer narrative:
Findings: pump received with end cap broken off, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, missing end cap sticker, reservoir tube window cracked, and address/serial number label stained.

Event description:
A customer reported via phone call indicating physical damage in the drive support cap of their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.